Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system and a heli-fx endoanchor system were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was implanted with the endurant iis bifurcate and a final angiogram showed a type ia endoleak. Endoanchors were deployed to treat the type ia endoleak. This reportedly resolved the type ia endoleak. Per the physician, the cause of the proximal type I endoleak was due to the patient anatomy of a hostile proximal aortic neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.